Manufacturer narrative:
Additional information added to h6 and h10. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was powered up, testing was performed and the device passed all testing. No issues were found with alarming. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No actions were taken, no problem was found.

Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump exhibited continuous beeping alarm. No patient injury reported.